Event description:
The service repair tech reported that during routine testing of the device at the service center, the main bearing leaked bearing fluid and contaminated gut shaft. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech. The main bearing and bearing seal were replaced. With the parts replaced, a preventative maintenance was performed on the unit operated to MFR specs. No add¿l action will be taken at this time. This complaint is being split from the original MDR # 1828100-2011-03557.